Event description:
It was reported that the distal tip of a recanalization catheter partially separated from the rest of the catheter while the device was being used to treat a cto. The device was removed in its entirety. A pta balloon dilatation catheter was then advanced and used to perform angioplasty within the patient. No report of injury to the patient.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number fcxg10014. The device was returned. The investigation is confirmed for material separation based upon the condition in which the sample was returned. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.